Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by contaminated pd effluent (not further specified). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with cefazolin, (1 gram per day for 10 days) and heparibene-natrium 1000 (iu/4 times per day for four days). Eleven days after onset, the patient received three doses of vancomycin kabi, (1 gram each, another dose given 3 days later, and again 4 days later consecutively). Three weeks after onset of the event, the patient was recovered. Dianeal and extraneal therapies were ongoing. No additional information is available.